Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data: sample 1: initial result: 1.5 ng/ml; rerun: 0.0 ng/ml sample 2: initial run: 1.7 ng/ml; rerun: 0.0 ng/ml customer cutoff value is 0.00-0.028 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending identified an increase in complaints for list number 02k41, however, no trends were identified for lot 36410un25. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations with lot 36410un25 and the complaint issue. The historical performance of the architect stat troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 36410un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 36410un25. A review of labeling was performed and found to sufficiently address the customer's issue. In this case, sample preparation may have contributed to the customer¿s issue, as the repeat testing for both samples gave lower results, indicating a possible sample preparation or sample integrity issue. Based on this investigation, no systemic issue or deficiency was identified with the architect stat troponin-I reagent, lot number 36410un25.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data: sample 1: initial result: 1.5 ng/ml; rerun: 0.0 ng/ml. Sample 2: initial run: 1.7 ng/ml; rerun: 0.0 ng/ml. Customer cutoff value is 0.00-0.028 ng/ml there was no reported impact to patient management.